Manufacturer narrative:
The reported event of problems tightening the right ventricular (rv) setscrew was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the rv-setscrew. The wrench was not being fully inserted due to the wrench not being aligned to go into the setscrew inset. The user was attempting to force the wrench into the setscrew inset with the corners of the wrench going against the inset walls. The wrench cannot fully insert and cannot engage the inset needed to tighten the setscrew when inserted like this. The partial incorrect insertion led to the wrench also partially stripping the inset. Lab testing found that both atrial (a)- and ventricular (v)-setscrews tightened normally with correct use and insertion of the torque wrench. The problem is related to the physician/user¿s incorrect use of the torque wrench.

Event description:
During implant procedure, the right ventricular (rv) lead was not able to be connected to the rv channel in the header of the device. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable with no consequences.